Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ pelvic pain"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("rash/ skin condition"), hypersensitivity ("hypersensitivity"), psychological trauma ("psychological injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), visual impairment ("vision problem"), endometrial disorder ("endometrium"), pruritus ("itchy"), arthritis ("arthritis "), depression ("depression"), furuncle ("boils") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, female sexual dysfunction, abdominal pain, back pain, dermatitis allergic, hypersensitivity, psychological trauma, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, visual impairment, weight increased, endometrial disorder, pruritus, arthritis, depression, furuncle and dyspareunia outcome was unknown. The reporter considered abdominal pain, alopecia, arthritis, back pain, bladder disorder, depression, dermatitis allergic, device dislocation, dyspareunia, endometrial disorder, fatigue, female sexual dysfunction, furuncle, gastrointestinal disorder, hypersensitivity, pelvic pain, pruritus, psychological trauma, tooth disorder, urinary tract disorder, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: the need for additional surgery plaintiffs received treatment for psychological injury, bladder problems, urinary problems, vaginal discharge, fatigue, gi conditions, hair loss, dental problems, vision problem, weight gain, endometrium, itchy¸ arthritis, depression, boils. In this follow up plaintiff stating no essure removal due to unaffordable for surgery most recent follow-up information incorporated above includes: on 22-nov-2019: patient demographics were added. On (B)(6) 2016, she explanted essure (previously reported as oct-2015). Added event dyspareunia (painful sexual intercourse). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ pelvic pain"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("rash/ skin condition"), hypersensitivity ("hypersensitivity"), psychological trauma ("psychological injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), visual impairment ("vision problem"), endometrial disorder ("endometrium"), pruritus ("itchy"), arthritis ("arthritis "), depression ("depression") and furuncle ("boils") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed in october 2015. At the time of the report, the device dislocation, pelvic pain, female sexual dysfunction, abdominal pain, back pain, dermatitis allergic, hypersensitivity, psychological trauma, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, visual impairment, weight increased, endometrial disorder, pruritus, arthritis, depression and furuncle outcome was unknown. The reporter considered abdominal pain, alopecia, arthritis, back pain, bladder disorder, depression, dermatitis allergic, device dislocation, endometrial disorder, fatigue, female sexual dysfunction, furuncle, gastrointestinal disorder, hypersensitivity, pelvic pain, pruritus, psychological trauma, tooth disorder, urinary tract disorder, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: the need for additional surgery plaintiffs received treatment for psychological injury, bladder problems, urinary problems, vaginal discharge, fatigue, gi conditions, hair loss, dental problems, vision problem, weight gain, endometrium, itchy¸ arthritis, depression, boils. In this follow up plaintiff stating no essure removal due to unaffordable for surgery most recent follow-up information incorporated above includes: on 12-sep-2019: plaintiff fact sheet was received. Events added from pfs- apareunia, abdominal pain, back pain, rash skin condition, hypersensitivity, psychological injury, bladder problems, urinary problems, vaginal discharge, fatigue, gi conditions, hair loss, dental problems, vision problem, weight gain, endometrium, itchy¸ arthritis, depression, boils, she did not undergo confirmation test. Essure insertion date were updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of implant/migration of essure : cervix, essure, possibly in cavity of uterus, vs cornua') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure conformation test" and device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included right lower quadrant pain, cesarean section, d & c, hemorrhoid operation, removal of kidney stone, amenorrhea, multigravida, parity 5, low back pain, peripheral swelling, hypertension, anemia, arthritis, hyperlipidemia, kidney stone, smoker and instability vasomotor. Concomitant products included buspirone, cetirizine, diclofenac, diclofenac sodium, ferrous sulfate, hydralazine, hydrochlorothiazide, hydrocodone bitartrate;paracetamol (hydrocodone bitartrate and acetaminophen), lisinopril, medroxyprogesterone acetate (depo-provera), phentermine and topiramate. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia"), vaginal discharge ("vaginal discharge") and hot flush ("hot flush"). In (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). In (B)(6) 2013, the patient experienced migraine ("migraines/ headaches"). On (B)(6) 2013, the patient experienced hypertension ("hypertension"), nausea ("nausea"), dizziness ("dizziness"), dysmenorrhoea ("dysmenorrhea (cramping)") and nephrolithiasis ("kidney stone"), 6 months after insertion of essure. In (B)(6) 2013, the patient experienced memory impairment ("forgetfulness") and feeling abnormal ("brain fog"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced fatigue ("fatigue"), systemic lupus erythematosus ("lupus"), scleroderma ("scleroderma") and mixed connective tissue disease ("mixed connective tissue disease"). In (B)(6) 2014, the patient experienced urinary incontinence ("bladder problems"). In (B)(6) 2014, the patient experienced gastrooesophageal reflux disease ("gi conditions/gerd"), vision blurred ("vision problem/blurry vision"), paraesthesia ("tingling sensation in hands and feet"), neuralgia ("nerve pain"), uveitis ("uveitis") and abdominal distension ("bloating"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced mood swings ("mood swings"). On an unknown date, the patient experienced pelvic pain ("pain/ pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("rash/ skin condition"), hypersensitivity ("hypersensitivity"), tooth disorder ("dental problems"), endometrial disorder ("endometrium"), pruritus ("itchy"), osteoarthritis ("arthritis/osteoarthritis"), depression ("depression"), furuncle ("boils"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("anxiety"), abdominal pain upper ("stomach pain"), pain in extremity ("leg pain"), arthralgia ("hip pain") and pain in jaw ("jaw pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, female sexual dysfunction, abdominal pain, back pain, dermatitis allergic, hypersensitivity, urinary incontinence, vaginal discharge, fatigue, gastrooesophageal reflux disease, tooth disorder, vision blurred, weight increased, endometrial disorder, pruritus, furuncle, dyspareunia, hot flush, mood swings, memory impairment, feeling abnormal, genital haemorrhage, anxiety, systemic lupus erythematosus, scleroderma, mixed connective tissue disease, hypertension, dizziness, paraesthesia, neuralgia, uveitis, abdominal distension, nephrolithiasis, abdominal pain upper, pain in extremity, arthralgia and pain in jaw outcome was unknown, the pelvic pain and nausea had resolved, the alopecia, migraine and dysmenorrhoea was resolving and the osteoarthritis and depression had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, anxiety, arthralgia, back pain, depression, dermatitis allergic, device expulsion, dizziness, dysmenorrhoea, dyspareunia, endometrial disorder, fatigue, feeling abnormal, female sexual dysfunction, furuncle, gastrooesophageal reflux disease, genital haemorrhage, hot flush, hypersensitivity, hypertension, memory impairment, migraine, mixed connective tissue disease, mood swings, nausea, nephrolithiasis, neuralgia, osteoarthritis, pain in extremity, pain in jaw, paraesthesia, pelvic pain, pruritus, scleroderma, systemic lupus erythematosus, tooth disorder, urinary incontinence, uveitis, vaginal discharge, vision blurred and weight increased to be related to essure. The reporter commented: the need for additional surgery plaintiffs received treatment for psychological injury, bladder problems, urinary problems, vaginal discharge, fatigue, gi conditions, hair loss, dental problems, vision problem, weight gain, endometrium, itchy¸ arthritis, depression, boils. In this follow up plaintiff stating no essure removal due to unaffordable for surgery discrepancy noted-date of birth: (B)(6) 1970. Discrepancy noted-date(s) of removal: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: essure, possibly in cavity of uterus, vs cornua. Doesn't seem likely to be through wall of uterus, no clear association with other pelvic organs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: essure, possibly in cavity of uterus, vs cornua. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-may-2021: mr received. Reporter information, patient medical history, lab data, concomitant medications added. Patient dob updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of implant/migration of essure : cervix') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure conformation test" and device monitoring procedure not performed "she did not undergo confirmation test". On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia"), vaginal discharge ("vaginal discharge") and hot flush ("hot flush"). In (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). In (B)(6) 2013, the patient experienced migraine ("migraines/ headaches"). On (B)(6) 2013, the patient experienced hypertension ("hypertension"), nausea ("nausea"), dizziness ("dizziness"), dysmenorrhoea ("dysmenorrhea (cramping)") and nephrolithiasis ("kidney stone"), 6 months after insertion of essure. In (B)(6) 2013, the patient experienced memory impairment ("forgetfulness") and feeling abnormal ("brain fog"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced fatigue ("fatigue"), systemic lupus erythematosus ("lupus"), scleroderma ("scleroderma") and mixed connective tissue disease ("mixed connective tissue disease"). In july 2014, the patient experienced urinary incontinence ("bladder problems"). In (B)(6) 2014, the patient experienced gastrooesophageal reflux disease ("gi conditions/gerd"), vision blurred ("vision problem/blurry vision"), paraesthesia ("tingling sensation in hands and feet"), neuralgia ("nerve pain"), uveitis ("uveitis") and abdominal distension ("bloating"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced mood swings ("mood swings"). On an unknown date, the patient experienced pelvic pain ("pain/ pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("rash/ skin condition"), hypersensitivity ("hypersensitivity"), tooth disorder ("dental problems"), endometrial disorder ("endometrium"), pruritus ("itchy"), osteoarthritis ("arthritis/osteoarthritis"), depression ("depression"), furuncle ("boils"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("anxiety"), abdominal pain upper ("stomach pain"), pain in extremity ("leg pain"), arthralgia ("hip pain") and pain in jaw ("jaw pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, female sexual dysfunction, abdominal pain, back pain, dermatitis allergic, hypersensitivity, urinary incontinence, vaginal discharge, fatigue, gastrooesophageal reflux disease, tooth disorder, vision blurred, weight increased, endometrial disorder, pruritus, furuncle, dyspareunia, hot flush, mood swings, memory impairment, feeling abnormal, genital haemorrhage, anxiety, systemic lupus erythematosus, scleroderma, mixed connective tissue disease, hypertension, dizziness, paraesthesia, neuralgia, uveitis, abdominal distension, nephrolithiasis, abdominal pain upper, pain in extremity, arthralgia and pain in jaw outcome was unknown, the pelvic pain and nausea had resolved, the alopecia, migraine and dysmenorrhoea was resolving and the osteoarthritis and depression had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, anxiety, arthralgia, back pain, depression, dermatitis allergic, device expulsion, dizziness, dysmenorrhoea, dyspareunia, endometrial disorder, fatigue, feeling abnormal, female sexual dysfunction, furuncle, gastrooesophageal reflux disease, genital haemorrhage, hot flush, hypersensitivity, hypertension, memory impairment, migraine, mixed connective tissue disease, mood swings, nausea, nephrolithiasis, neuralgia, osteoarthritis, pain in extremity, pain in jaw, paraesthesia, pelvic pain, pruritus, scleroderma, systemic lupus erythematosus, tooth disorder, urinary incontinence, uveitis, vaginal discharge, vision blurred and weight increased to be related to essure. The reporter commented: the need for additional surgery plaintiffs received treatment for psychological injury, bladder problems, urinary problems, vaginal discharge, fatigue, gi conditions, hair loss, dental problems, vision problem, weight gain, endometrium, itchy¸ arthritis, depression, boils. In this follow up plaintiff stating no essure removal due to unaffordable for surgery discrepancy noted-date of birth: dob: (B)(6) 1970. Discrepancy noted-date(s) of removal: (B)(6) 2015. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Event updated from device dislocation to device expulsion, event updated from vision impaired to vision blurred, event psychological injury was updated to anxiety, event updated from gastrointestinal disorder to gastrooesophageal reflux disease and bladder disorder and urinary tract disorder were replaced with urinary incontinence. New events added- hot flush, mood swings, forgetfulness, brain fog, abnormal bleeding general), lupus, scleroderma, mixed connective tissue disease, osteoarthritis, migraines/headaches, hypertension, nausea, dizziness, tingling sensation in hands and feet, nerve pain, dysmenorrhea (cramping), uveitis, device monitoring procedure not performed, bloating, kidney stone, leg pain, stomach pain, hip pain, jaw pain. Event outcome of pelvic pain was updated as recovered/resolved and outcome of alopecia was updated as recovering/resolving. Event onset dates added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of implant/migration of essure : cervix') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure conformation test" and device monitoring procedure not performed "she did not undergo confirmation test". On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia"), vaginal discharge ("vaginal discharge") and hot flush ("hot flush"). In (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). In (B)(6) 2013, the patient experienced migraine ("migraines/ headaches"). On (B)(6) 2013, the patient experienced hypertension ("hypertension"), nausea ("nausea"), dizziness ("dizziness"), dysmenorrhoea ("dysmenorrhea (cramping)") and nephrolithiasis ("kidney stone"), 6 months after insertion of essure. In (B)(6) 2013, the patient experienced memory impairment ("forgetfulness") and feeling abnormal ("brain fog"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced fatigue ("fatigue"), systemic lupus erythematosus ("lupus"), scleroderma ("scleroderma") and mixed connective tissue disease ("mixed connective tissue disease"). In (B)(6) 2014, the patient experienced urinary incontinence ("bladder problems"). In (B)(6) 2014, the patient experienced gastrooesophageal reflux disease ("gi conditions/gerd"), vision blurred ("vision problem/blurry vision"), paraesthesia ("tingling sensation in hands and feet"), neuralgia ("nerve pain"), uveitis ("uveitis") and abdominal distension ("bloating"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced mood swings ("mood swings"). On an unknown date, the patient experienced pelvic pain ("pain/ pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("rash/ skin condition"), hypersensitivity ("hypersensitivity"), tooth disorder ("dental problems"), endometrial disorder ("endometrium"), pruritus ("itchy"), osteoarthritis ("arthritis/osteoarthritis"), depression ("depression"), furuncle ("boils"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("anxiety"), abdominal pain upper ("stomach pain"), pain in extremity ("leg pain"), arthralgia ("hip pain") and pain in jaw ("jaw pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, female sexual dysfunction, abdominal pain, back pain, dermatitis allergic, hypersensitivity, urinary incontinence, vaginal discharge, fatigue, gastrooesophageal reflux disease, tooth disorder, vision blurred, weight increased, endometrial disorder, pruritus, furuncle, dyspareunia, hot flush, mood swings, memory impairment, feeling abnormal, genital haemorrhage, anxiety, systemic lupus erythematosus, scleroderma, mixed connective tissue disease, hypertension, dizziness, paraesthesia, neuralgia, uveitis, abdominal distension, nephrolithiasis, abdominal pain upper, pain in extremity, arthralgia and pain in jaw outcome was unknown, the pelvic pain and nausea had resolved, the alopecia, migraine and dysmenorrhoea was resolving and the osteoarthritis and depression had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, anxiety, arthralgia, back pain, depression, dermatitis allergic, device expulsion, dizziness, dysmenorrhoea, dyspareunia, endometrial disorder, fatigue, feeling abnormal, female sexual dysfunction, furuncle, gastrooesophageal reflux disease, genital haemorrhage, hot flush, hypersensitivity, hypertension, memory impairment, migraine, mixed connective tissue disease, mood swings, nausea, nephrolithiasis, neuralgia, osteoarthritis, pain in extremity, pain in jaw, paraesthesia, pelvic pain, pruritus, scleroderma, systemic lupus erythematosus, tooth disorder, urinary incontinence, uveitis, vaginal discharge, vision blurred and weight increased to be related to essure. The reporter commented: the need for additional surgery plaintiffs received treatment for psychological injury, bladder problems, urinary problems, vaginal discharge, fatigue, gi conditions, hair loss, dental problems, vision problem, weight gain, endometrium, itchy¸ arthritis, depression, boils. In this follow up plaintiff stating no essure removal due to unaffordable for surgery discrepancy noted-date of birth: (B)(6) 1970 discrepancy noted-date(s) of removal: (B)(6) 2015 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed in (B)(6) 2015. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. The reporter commented: the need for additional surgery. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.